Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. While inserting the wds the physician noted some resistance and retrieved the wds. It was noted at this time that there was a thrombus present on the tip of the wds. The physician flushed the wds, but the thrombus remained. A new wds was then used to successfully complete the procedure with a closure device implanted in the laa of the patient. There were no patient consequences as a result of this event. The patient is doing fine.